Event description:
Health professional reported a port leak. The port was replaced. The patient had reported pain and inadequate weight loss.

Manufacturer narrative:
Taper ii. The product associated with this report has not yet been returned. Based upon the serial number and implant date provided by the reporter, the connector type is assumed to be a taper ii. The reporter of the event was asked to return the product for analysis. Visual examination may confirm or determine another connector type associated with this report. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the prot or the connector tubing." Device labeling addresses the reported event of pain as follows: "other adverse events considered related to the lap-band system that occurred in fewer than 1% of subjects included:... Abdominal pain, chest pain, incision pain, and... Port site pain." Device labeling addresses the possible outcome of inadequate weight loss as follows: "seventy-five subjects had their entire lap-band system explanted. Insufficient weight loss was also reported as a contributor to the decision to explant in 24 of the 75 explants (32%). (Recorded as of (B) (4) 2000, clinical study, 299 patients total)."